Event description:
It was reported that a review of the patient's episodes was made as it was suspected oversensing of the rate respiratory trend (rrt) signals on the right atrial (ra) lead. Technical services (ts} reviewed this case and agreed with the diagnostic, the atrial impedance showed increases and decreases, within normal range. Ts suspected spring contact issues rather than a lead issue, and recommended to turn off the rrt feature; and performing isometrics, pocket manipulation and serial impedances to evaluate the lead further. Reportedly, the rrt was turned off on this device. Serial impedance measurements were performed with isometrics and pocket manipulation and were stable. The patient will continue to be monitored. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).